Event description:
A malfunction was reported on the pump by the caller, who noted they had been without a sensor for five days prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.